Event description:
It was reported that a lead was attempted but not used due to a deployment problem. A second lead was attempted but not used because it dislodged. The physician implanted a third lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the full lead was returned. Analysis was performed and no anomalies were found. It was noted that the outer nsulation of the lead was observed to have blood ingression.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).